Manufacturer narrative:
Several attempts have been made for further information of the event and of the product return. According to the clear+brilliant hazard analysis, burns are a known possible adverse reaction to treatment. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rate. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.

Manufacturer narrative:
The user facility has been contacted regarding this event for further details. The investigation is ongoing.

Event description:
A patient reported a burn on the face from a clear and brilliant treatment. Several attempts to retrieving information have been made to both the patient and provider. At this time, there is no other event information to report. If information should become available, the case will be updated appropriately.